Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician had difficulty fixating the ventricular lp. The lp was removed and it was noted that the helix was bent and stretched. A new lp was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events of stretched, and bent helix were confirmed, reported event of positioning failure was not confirmed. Visual inspection noted the helix was stretched out of specification and bent. The helix elongation, and bending is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.